Manufacturer narrative:
The customer stated that the meter would not switch on to perform the blood glucose testing. As per the contour next one user guide, the battery life is for approximately 1000 tests (1 year average use, 3 tests per day). The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in sections a2 and a4 as the customer's age and weight were not provided. The customer discarded the suspected device, therefore no information was captured in section d4 (model # and lot #), and the device manufacture date (h4) could not be determined.

Event description:
The customer reported that he was experiencing symptoms of hyperglycemia, and so he wanted to check his blood sugar levels. The customer attempted to perform blood glucose testing with the contour next one meter, however the meter would not switch on. The customer went to an emergency room where a blood glucose test was performed and a reading of 500 mg/dl was obtained. The customer was monitored in an emergency room for one night and was discharged the next morning after his recovery. No further event details were provided. The customer discarded the suspected device, therefore the device is not expected to be returned for evaluation. A replacement meter kit was sent to the customer.